Event description:
It was reported that patient presented in emergency room with non-sustained right ventricular over-sensing. It was noted that implantable cardiac defibrillator (ICD) exhibited post paced t wave oversensing. No intervention was performed. Patient condition was stable.